Event description:
The customer reported that when the system is plugged in, the lights flash on the console, but nothing functions.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. A ge svc rep tested the system and the system operates as intended.